Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was over 600 mg/dl. Customer experienced symptoms such as vomiting, abdominal pain. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was in diabetic ketoacidosis because of the insulin pump battery cap. The insulin pump will not be returned for analysis.